Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital for a routine pulse generator upgrade procedure. A new atrial lead was connected and it exhibited varying thresholds. The lead was removed and replaced.